Manufacturer narrative:
Product event summary: the analyst noted the full delivery system was returned with the device intact in the device cup. The analysis indicated that t he delivery system flush port valve leaks. Visual analysis of the lead indicated damage during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the delivery system exhibited f lushing issue where it was unable to maintain flush. The delivery system was flushed with saline and it was observed that air could not be taken out of the cup and bubbles kept forming. When the physician put fingers over where the blue part and clear cup mate the bubbles stopped. The cup also got stuck in the introducer and was not able to advance without a lot of force. The device and the delivery system was attempted, not used and was replaced. It was further reported that the delivery system was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.